Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The internal inspection found a detached/damaged connector on the led interface board. This type of damage on this component on this board would cause the customer's report. The board was replaced to resolve the report. The exterior of the device also shows damages consistant with mis-handling. The device was recertified and returned to the customer. Review of the activity logs confirmed that the device was in a constant red x condition. A red x condition on the device is both visual and audible until addressed. Analysis of reports of this type has not identified an increase in trend.